Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 2.0 x 15mm voyager was being used for pre-dilatation in the mildly calcified and 90% stenosed lesion. During the first inflation, the balloon ruptured at 6 atm. Another company's balloon was used to complete pre-dilatation and another company's stent was deployed. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Reportedly, the lesion was mildly calcified and 90% stenosed, which likely contributed to the difficulties experienced. There were no report of any leaks noted during preparation for use. It is possible that the balloon material was damaged during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation during the procedure. However, since the voyager was not returned for analysis, a thorough eval could not be performed on the product and may have aided in determining a cause for the reported balloon rupture. Overall, based on the info rec'd with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.